Manufacturer narrative:
Eval: results: (stent deformation and failure to deliver device), (pt lesion morphology; 80% stenosis, little calcification). Eval codes: conclusion: (pt lesion morphology; 80% stenosis, little calcification). Eval summary: a number of the proximal and mid stent segments were flattened resulting in deformation of the stent struts. A number of struts on the 13th and 14th segment were raised and deformed.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the rca. It was reported that the lesion exhibited 80% stenosis with little calcification. It was reported that the lesion was pre-dilated. It was reported that the physician was unable to cross the lesion, and when the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.